Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "during echo-guided placement, puncture of the right humeral vein at the first attempt, advanced the guidewire about 2/3 of the way up until resistance is encountered. Desist from proceeding further, attempt to go back gently with the guide, but it is blocked so entire device is pulled back to get it out. After initial smooth extraction, the device gets stuck in the subcutis. It insists slightly until the device comes out. It was noted, therefore, that the distal part of the guide (which on observation appeared to be whole), was broken in the distal third and connected to the rest only by the spring.¿ additional information received 3/12/2024: customer reports there was no damage to the patient.